Event description:
On 9/27/2022, it was reported by a sales representative via email that an ar-3638 knotless fibertak had a knot in the blue repair suture. This was discovered during an unspecified procedure on (B)(6) 2022 while attempting to insert the anchor into the guide. Because of this, surgeon could not complete the knotless mechanism so the case was completed using another anchor. No further issues has been reported. Additional information received 9/27/2022: because the knot in the suture was discovered as surgeon was inserting it in the guide, the sutures did not come in were not used in the procedure. This was discovered during a labral repair procedure.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. A product history review was performed as required. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to a patient-specific event. Complaint trending for this event will be performed per (B)(4).